Event description:
Baxter europe reported receipt of notification on may 2002 that "a plasmapheresis donor received 240 ml anticoagulant instead of 100 ml". Per baxter affiliate, event occurred in 2002 and the reporting center relayed, "the ac bag emptied quickly, the donor experienced a citrate reaction. Patient felt unwell, had pricking sensation around the mouth and in the fingers, felt slightly dizzy. The procedure was never interrupted. The donor was immediately treated with 2 tablets of calcium sandoz (2x500mg calcium element equivalent). Donor's feeling went quickly better and the physician felt reasonable to let patient go home."